Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.